Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a scratch on distal end, water tightness is lost, due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, due to slipping-out of light guide-bundle, illumination is poor, the following have a scratch: scope connector, connecting tube, plastic distal end cover, lock engagement knob, right/left knob, up/down knob, image guide protector, switch box, universal cord, grip, and control unit. Mouthpiece is loose, due to dirt on objective lens, the image has dark area partially, and objective lens has discoloration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope bending sheath cover had a pinhole. During inspection and evaluation, the nozzle was found clogged with foreign matter. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information provided stated the device is cleaned in accordance with olympus instructions for use (IFU) and was customer was unaware of the foreign material found during inspection. There was no delay in the pre-washing, water was flushed the air/water (a/w) nozzle. The a/w nozzle was wiped with brushed, and detergent was flushed through the a/w nozzle. The customer uses kaigen reprocessor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.